Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "conducting an explant and noted a piece of the implant was free floating within the capsule" against right device. Healthcare professional later reported "baker grade ii cap con." Device was explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ rupture : no observed on the device. Additional observations: ¿ deformation observed on the device. ¿ yellow particles observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "conducting an explant and noted a piece of the implant was free floating within the capsule" against right device. Healthcare professional later reported "baker grade ii cap con." Device was explanted.